Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd phaseal optima protector (p20-o) experienced flow issues when used for infusion during use. The following information was provided by the initial reporter: material no.: 515064, batch no.: unknown. Complaint 6 of 6. We are noticing that the injectors seem to be pulling drug back into the vial after we have detached the syringe with the amount we had needed causing us to have to back into the vial a few times to get the desired amount to stay.

Manufacturer narrative:
H.6. Investigation: three samples from protector lot 1902101 were returned to our quality team for investigation. The product was visually inspected with no defects observed. The samples were functionally tested, connecting a sample injector to the protectors along with the vial and a syringe according to the instructions for use. In all cases it was possible to withdraw fluid from the vial, the expansion chamber functioned properly, and the product functioned as intended. A device history review was performed for reported lot 1902101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Testing results for lot 1902101, along with the testing performed on the received samples were reviewed, no defects were observed and product met required specifications. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd phaseal optima protector (p20-o) experienced flow issues when used for infusion during use. The following information was provided by the initial reporter: material no.: 515064; batch no.: unknown. (Complaint 6 of 6) we are noticing that the injectors seem to be pulling drug back into the vial after we have detached the syringe with the amount we had needed causing us to have to back into the vial a few times to get the desired amount to stay.